Manufacturer narrative:
The clip applier has been returned and evaluated by the failure analysis team. The instrument was found to have a derailed grip cable at the proximal end in the housing, likely causing failure of proper grip tension at the distal wrist. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported that when applying medium-large clip applier instrument, jaws torqued/rotated wire exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. Issue was related to unexpected motion of clip applier while attempting to clip. Unexpected motion-rotation of jaw while attempting to clip. Issue was not related to an unsuccessful clip application or the clip opening after closure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. Issue occurred during the 1st clip application. A backup was used to resolve the issue.